Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion hospitalization) with abdominal pain and abdominal pain lower and dysmenorrhoea ("abnormally severe menstrual pain"). The patient was hospitalized sometime in (B)(6) 2015. Last menstrual period and estimated date of delivery were not provided. At the time of the report, the ectopic pregnancy with contraceptive device and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: after having the essure device implanted, she began experiencing symptoms,which included an ectopic pregnancy which resulted in termination. She was hospitalized on or around (B)(6) 2015 for severe abdominal pain. After examination, it was determined that she was suffering from an ectopic pregnancy. Urgent measures were taken and the pregnancy was terminated. Thereafter it was advised to undergo salpingectomy to remove the essure device. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.